Event description:
Patient's iabp (intra-aortic balloon pump) began alarming for high pressure alarms causing the pump to shut off and need to be manually restarted. Patient was repositioned to be as flat as possible, and the line was inspected to ensure no kinks or bending. Iabp console then alarmed "system error 3, pump/valve controller error" and shut off again. Iabp engineer was paged and came to inspect the device. The alarm happened twice more and the console was then removed from service.